Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and loss of capture were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention was performed. The physician attempt to contact the patient for follow-up and found that they had passed away. The primary cause of death was not cardiac related. The physician does not believe the device malfunctioned.